Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with one remaining clip. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. The clip advanced into the jaws, formed properly, and was held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the provider, at the time of clipping the cystic duct and vessel that irrigate the vesicula during cholecystectomy, there were issues with loading or firing the device. The clips were malformed and a component disengaged into patient's cavity and it was retrieved with the use of surgical clamp. Cystic duct was damage to the posterior output of bilis to the abdominal cavity. They placed hemolog in the cystic duct. The event led to an additional 2 days of hospital stay.